Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the patient experienced ineffective therapy due to a fall. It was found that the lead had high impedances on all contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.